Event description:
It was reported the syringe was noted to be "cracked" when opening the kit requiring the customer "to open additional supplies in order to complete the order".

Manufacturer narrative:
It was reported the syringe was noted to be "cracked" when opening the kit requiring the customer "to open additional supplies in order to complete the order". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.